Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have one of the blades broken. The breakage occurred at the tip of the blade. Broken pieces were not returned. Common causes of the failure mode broken instrument blades are typically attributed to the user mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the tip of one of the blades was broken, and the broken fragment was not returned. At this time, it is unknown to isi if a fragment fell inside the patient during da vinci assisted procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure(pre-anesthesia), the customer noticed the tip of the monopolar curved scissors (mcs) instrument was broken. Based on the current provided information, there was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. However, no further details have been received as of the date of this report.